Event description:
The product could not be calibrated when connecting the catheter to the monitor. Display indicates error "200 to +300". The catheter was replaced and functioned as desired. No pt injury was reported but intervention was required to replace the catheter.